Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2004, anemia, thrombocytosis, vaginal bleeding, uterine bleeding, menorrhagia, ovarian cyst, prediabetes, thrombocytosis, hypokalemia and dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), anaemia ("anernia") and cyst ("cysts"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma, anaemia and cyst outcome was unknown. The reporter considered anaemia, cyst, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), genital haemorrhage ("excessive bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/ clots") in a 40-year-old female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2004, anemia, thrombocytosis, vaginal bleeding, uterine bleeding, menorrhagia, ovarian cyst, prediabetes, thrombocytosis, hypokalemia, dysmenorrhea and morbid obesity. Concomitant products included amlodipine (norvasc), ferrous sulfate, metformin (glucophage) and spironolactone (aldactone). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal pain ("left side of my abdomen pain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("anernia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, 9 years 9 months after insertion of essure (ess205), the patient experienced uterine leiomyoma ("fibroids/ uterine leiomyoma") and ovarian cyst ("cysts/ right ovarian cyst"). In june 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian mass ("mass on left ovary"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, ovarian cyst, abdominal pain and ovarian mass outcome was unknown and the menorrhagia, anaemia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event genital bleeding was added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2004, anemia, thrombocytosis, vaginal bleeding, uterine bleeding, menorrhagia, ovarian cyst, prediabetes, thrombocytosis, hypokalemia and dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), anaemia ("anernia") and cyst ("cysts"). The patient was treated with surgery (she had surgery to remove the essure implant/ hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma, anaemia and cyst outcome was unknown. The reporter considered anaemia, cyst, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)/ clots") in a 40-year-old female patient who had essure (ess205) (batch no. 622312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2004, anemia, thrombocytosis, vaginal bleeding, uterine bleeding, menorrhagia, ovarian cyst, prediabetes, thrombocytosis, hypokalemia, dysmenorrhea and morbid obesity. Concomitant products included amlodipine (norvasc), ferrous sulfate, metformin (glucophage) and spironolactone (aldactone). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal pain ("left side of my abdomen pain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anaemia ("anernia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, 9 years 9 months after insertion of essure (ess205), the patient experienced uterine leiomyoma ("fibroids/ uterine leiomyoma") and ovarian cyst ("cysts/ right ovarian cyst"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian mass ("mass on left ovary"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma, ovarian cyst, abdominal pain and ovarian mass outcome was unknown and the menorrhagia, anaemia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, menorrhagia, ovarian cyst, ovarian mass, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), left side abdomen pain, mass on left ovary. Outcome of events abnormal bleeding , anemia and cramping was updated to recovered/ resolved. Concomitant disease, concomitant drugs and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), anaemia ("anernia") and cyst ("cysts"). The patient was treated with surgery (she had surgery to remove the essure implant/ hystrectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine leiomyoma, anaemia and cyst outcome was unknown. The reporter considered anaemia, cyst, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.